Event description:
It was reported that the customer was in the emergency room with ketones and high blood glucose of 476mg/dl. The mother stated that the doctor asked her not to use the insulin pump and go to manual injections. The mother stated that they ran some tests and the doctor believed the customer had a viral infection. Troubleshooting was performed. The time, date, basal rates, and bolus wizard settings were correct. Reviewed the alarm history and found several low reservoir, button error, low battery, and no delivery alarms. Assisted the caller to run a manual prime test and the insulin did exit. Advised the customer to call back when the tubing clamp arrives to continue testing. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.